Event description:
The customer reported that during a patient event, their device was giving a "connect electrodes" message when the device was connected to a patient. The customer was dispatched to a patient event and when they arrived, the patient was receiving CPR from a family member who is a registered nurse. The customer applied the defibrillation electrodes to the patient and the device continued to say "connect electrodes". After the customer tried a second set of electrodes, the device exhibited the same failure. A back-up ambulance arrived approximately 2 minutes following the reported failure where they connected their device. The second device used on the patient advised a no shock decision based on the patient's rhythm. The second ambulance contacted a local als unit and within minutes, the als unit connected their device and pronounced the patient deceased. The customer stated that their device stated "connect electrodes" as well when testing it after the event. The patient advised that their defibrillation electrodes were not expired.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical review on the reported event. The impact of the reported device failure on the patient is unknown. There is no electronic patient record to review. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.